Event description:
Post market surveillance study. It was reported 178 days following a percutaneous coronary intervention (pci) drug eluting stenting procedure that the pt returned with restenosis. The index procedure treated the 75% stenosed 3.0x32mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre dilation with an unk 3.0x15mm balloon deployed at 12 atm's and the placement of a 3.0x32mm taxus express2 drug eluting stent deployed at 16 atms. No post dilation was performed, but ivus was utilized confirming the stent was placed properly resulting in 0% residual stenosis. A non bsc stent was implanted in the proximal lad but details are unk. The pt was discharged the next day on bayaspirin and plavix. Ten thousand u of heparin was used in the index procedure. At 178 days post procedure, acute coronary syndrome was confirmed. The pt was hospitalized the next day and underwent balloon angioplasty for the 90% restenosis in the target lesion resulting in 25% residual stenosis. Sevent thousand u of heparin was administered during the pci. The pt's condition was listed as "better" and was discharged 3 days later. The event was listed as "related" to the stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.